Event description:
As reported by the user facility: #(B)(4). Possibly free flow / patient fine / levophed administered. Noticed blood pressure went up, stopped infusion. Nurse noticed drug still was infusing when on hold - took off patient and then noticed pt blood pressure went down. Limited injury and no medical intervention. Care area: patient floor / continuous therapy.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The volumetric accuracy was tested three times with a rate of 250ml/h and 25ml volume to be infused. The results were all within specification at 25.1ml, 25.2ml and 25.2ml; no free-flow with door closed or opened was observed. The pump has software version 686g030103. The pump's operational log was reviewed. The last recorded activity in the log was on (B)(6) 2012. At 3:39:43pm, an infusion was started with a rate of 250.0ml/h. At 3:46:02pm the infusion stopped due to an upstream alarm with a total volume infused of 26.26ml or 99.8% of the expected volume. At 3:46:11pm the alarm was turned off and confirmed. At 3:46:39pm, a new rate of 8.17ml/h was set. At 3:46:42pm the infusion was re-started with the rate of 8.17ml/h. At 3:56:59pm the "open door; runstd" key on keypad was pressed and the "hint; fct.only in stop" message was displayed. At 3:57:04pm the infusion was manually stopped with a total volume infused of 1.41ml or 100.0% of the expected volume. At 3:57:12pm the "open door" key was selected followed by the tubing request and tubing select keys. At 4:01:16pm the tubing select option was pressed. At 4:01:38pm the infusion was started with the rate of 8.17ml/h. At 4:03:33pm the infusion was manually stopped with a total volume infused of 0.26ml or 100.0% of the expected volume. At 4:03:38pm the pump was placed on standby then at 4:24:42pm the "open door" key was selected on the key pad followed by the tubing request and tubing select keys. At 4:25:03pm, the pump was powered-off for the day. In a follow up call, it was confirmed by the biomed at the reporting facility that, when the pump was brought to him, it was damaged. The clip cover on the side of the pump was broken. He stated that it appeared that the pump had been dropped as evidenced by a cracked p2 connector, bent door pin hinge, and bent door hinge metal frame. He also confirmed the pump was used in this state during the infusion. The pump was given to the biomed because the nurse thought a free flow event had occurred. The pump was tested in its current state (damaged) and the reported event could not be duplicated. The pump operated as intended and the reported failure could not be reproduced. All available info has been forwarded to the device manufacturer. Based on the results of this investigation and info received from the reporting facility, the cause of the reported event is attributed to human factors.